Event description:
The home patient (hp) contacted baxter's technical service center regarding a check supply line alarm which occurred on the home choice (hc) during fill. The hp stated the fill volume = 1058 ml and there was solution in the final bag only. The technical service representative (tsr) advised the hp to end therapy. The hp stated she disconnected the bag and connected it to the heater line. The baxter technical service representative referred the hp to the nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The used sample was not returned to baxter for evaluation; therefore, the reported condition was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. The patient stated she disconnected a bag during therapy and connected another line. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).